Manufacturer narrative:
This event concerns a device that was manufactured and used outside. Upon reception, the returned device was in vvi mode. After reprogramming in ddd mode, absence of atrial spikes was confirmed. The silicone part of the connector was dissolved in order to have a direct access to metallic components inside the header: this showed that the atrial distal contact wire is broken (this component is made of a metallic wire, ensuring electrical continuity between the distal terminal block in which the lead pin is inserted, and the feedthrough, which makes the electrical connection with components inside the pacemaker. The absence of atrial capture and the high atrial lead impedance having caused the pacemaker explantation observed on this pacemaker, while implanted was due to the rupture of the atrial distal contact wire. The device functioning was appropriate in the ventricular channel. The currently manufactured models do not use the component in question.

Event description:
After 55 months of implantation, the device involved in this MDR report was explanted and returned because sensing and pacing failure was observed in the atrial channel; in addition, a high atrial lead impedance was measured.